Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:01 (pump failed) error message" was confirmed during the functional testing and based on the event log review. The root cause for the reported error was due to the loose solder contact on the motor drive board which connects to the pump. Upon visual inspection, no physical damage was observed. During functional testing, the pump failed to rotate and caused "pump failure" alarm. The event log review showed occurrence of tcmid:01 (pump failed) error message on the reported event date. During functional testing, the cause for the pump failure was found to be due to loose solder contact on the motor drive board. The contacts were re-soldered to address the tcmid:01 error. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During patient treatment, the cooling phase of the ivtm therapy was completed using the thermogard xp ivtm system (sn (B)(4)) without any interruptions. Upon initiation of the warming phase, the user noticed saline leak from the flow indicator of the start-up kit (suk) #1 (lot # 094301). The dwell time of the suk #1 was 24 hours. Immediately, the user replaced the leaking suk #1 with suk #2 (lot # 098473) and noticed saline leak from the flow indicator of the suk #2. In addition the user noticed that the ivtm system displayed an unknown error message. The user observed empty saline bag and saline traces on the floor. The user replaced the leaking suk #2 with suk #3 and the patient treatment was continued using another thermogard xp ivtm system. Per event log review, the unknown error message observed by the user was tcmid:01 (pump failed). No consequences or impact to patient.